Event description:
Patient presented to the physician with severe pain to the touch at the ipg site that radiates to the back right shoulder. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with continued pain at the ipg site that radiates to the shoulder and jaw. Physician brought the patient into the or and removed the entire inspire system.